Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient's mother stated that the dexcom cgm was displaying 97mg/dl and the bg meter read 33mg/dl, which led to the patient experiencing a hypoglycemic event that resulted in a diabetic seizure. It was indicated that the patient's mother administered the patient with glucagon and when the patient was somewhat stabilized, the patient's mother administered glucose by mouth until the patient was fully stable. No additional patient or event information is available. Data was provided for evaluation. The reported event of inaccuracies was confirmed. A root cause could not be determined. Reportedly, the patient used multiple bg meters throughout the same sensor session. Labeling indicates: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate. Reportedly, the patient did not enter finger stick values promptly. Labeling indicates: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The transmitter voltage test passed. Global transmitter functional test: pass. (B)(4) pairing test: pass. Share log review confirmed complaint. The patient's complaint was confirmed because the device showed an inaccurate cgm on the log. A review of the downloaded receiver log confirmed the reported event of inaccuracies. A root cause could not be determined.